Event description:
It was report that during a procedure performed on (B)(6) 2013 upon final tightening of the vault locking cap, the 15mm vault plate threads stripped without breakaway from the final torque driver. The doctor removed the plate and replaced it with a new one. The same vault locking cap was then assembled and final tightening, with the same torque driver, was achieved with no further issue. The procedure was delayed 10-15 minutes as a result.

Manufacturer narrative:
Device eval is in process. A follow-up report will be submitted upon completion.